Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. The dislodgement was believed to be due to the patient having twiddler's syndrome. The lead was surgically capped and no reattempt or repositioning was performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.